Event description:
During attempted insertion of the iab, it would not pass through the introducer sheath due to premature unwrapping of the balloon. Because of this, another iab was inserted without difficulty. There were no pt complications.